Event description:
It was reported that during a sacrospinous ligament fixation procedure using a capio slim, the device misfired. Another of same device was used to complete the procedure. No patient complication was reported.

Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of device misfire.